Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The smt evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon evaluation, the stm observed moisture in the tubing filter. The stm drained the moisture and replaced the tubing assembly filter. Further evaluation revealed the drive transducer to be out of calibration. The stm calibrated the transducer then completed scheduled preventative maintenance (pm) on the iabp unit. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a system failure. There was no patient harm and no adverse event was reported.